Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged down. Moderate - severe paravalvular leak (pvl) was noted. A non-medtronic balloon was used for a post-implant balloon aortic valvuloplasty (bav). Subsequently, a non-medtronic transcatheter valve was successfully implanted, valve-in-valve. Following implant, left bundle branch block (lbbb) was noted. No treatment was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected data: MFR info. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Review of the angiographic images confirmed the valve was deployed in a deep position with severe paravalvular leak (pvl). There were no images confirming the valve load or that the valve dislodged, rather that the valve was positioned deep. Various factors can affect valve positioning, such as patient anatomy or physician experience, and the cause of the high placement could not be determined with the limited information available. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of other factors. Dislodge events are typically not related to a device malfunction and this event did not allege a device malfunction. And again, the imaging did not confirm that the valve dislodged, rather it showed an image where the valve had been deployed to 100% and was positioned in a deep implant position. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and in this case the most likely cause was due to the deep positioning of the valve that then led to the pvl. The image review showed that there was a post implant balloon aortic valvuloplasty (bav) performed, however, the angiogram continued to confirm severe pvl. The imaging confirmed the non-medtronic valve was deployed inside the mdt valve and the final angiogram confirmed moderate to severe pvl was still present. If information is provided in the future, a supplemental report will be issued.